Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by customer that had 28 units rejected for suspected particulates. Verbatim: complaint via email. Email(s) attached dmr # 671 po #: (B)(6)_defect material description: syringe tray, 20ml bd 10pk (ref. 305617) lot number: 5181420 item code: 305617 defective quantity: 28 defect description: syringe lot (5181420) and had28 units rejected for suspected particulates. Observed date: january 30, 2026 observed during which process stage: compounding ir/ dmi number if launched: dev-04261 sample availability for supplier to investigate: no is defective evidence (i.e. Pictures; test results etc.) Available? Yes is patient impacted? No if defect has been reported to third party? No if the defect report from xxx customer? No is there a trend observed? No supplier action awareness/ attention.